Event description:
On 2-9-98 pt's surgeon was driving the biomet answer stem down the femoral shaft and the screw tip of the femoral driver broke off in the implant. Tip was left in the implant. Femoral driver #31-473601.